Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to reasons that are unknown at this time.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records could not be reviewed as the lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The product history search could not be performed as the part and lot number are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.